Event description:
Patient ready for discharge home. Foley cath intact (placed for retention). Attempted to disconnect foley tubing to connect to leg bag. While attempting to disconnect tubing from foley the entire foley broke at the connection site. Urine leaked all over the patient and bed. Balloon was intact and deflated and foley was removed intact from penis without difficulty. Urology and surgeon were notified. Dr. Surgeon deferred to urology for treatment plan. Urology arrived at the bedside per family request and did exam of prostate and patient. It was determined that the patient would be discharged home with straight caths for home use. Wife is rn and agreed to straight cath patient(husband) at home. Np aware of plan. Wife extremely upset about this incident.